Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, smoker, complication in site preparation, trauma / accident, immediate implantation.